Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. (B)(4). Evaluation found there is a cable breakage at the file clip. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a propex ii apex locator was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.